Manufacturer narrative:
The customer was hospitalized for alleged high bgs, failed battery test alarm, battery cap damage and cosmetic damage (per customer notes - location of the damage: battery contact fell off on the compartment) located at the back of the pump found on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The test battery was removed and reinserted with no failed battery test alarm noted during testing. No anomaly noted when installing or removing the test battery from the battery compartment. Failed battery test alarms found in the pump history file were expected due to the customer's battery inserted on a battery change does not have sufficient voltage. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date (B)(6) 2023 due to no data available. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 14:51:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2023 15:12:39.000 batteryremoved (B)(6) 2023 15:12:39.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:13:07.000 batteryinserted (B)(6) 2023 15:13:08.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:13:09.000 batteryremoved (B)(6) 2023 15:13:09.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:13:15.000 batteryinserted (B)(6) 2023 15:13:15.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:13:22.000 batteryremoved (B)(6) 2023 15:13:22.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:13:24.000 batteryinserted (B)(6) 2023 15:13:24.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:13:26.000 batteryremoved (B)(6) 2023 15:13:26.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:13:36.000 batteryinserted (B)(6) 2023 15:13:36.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:13:42.000 batteryremoved (B)(6) 2023 15:13:42.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:13:43.000 batteryinserted (B)(6) 2023 15:13:43.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:13:48.000 batteryremoved (B)(6) 2023 15:13:48.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:13:50.000 batteryinserted (B)(6) 2023 15:13:50.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:13:55.000 batteryremoved (B)(6) 2023 15:13:55.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:14:02.000 batteryinserted (B)(6) 2023 15:14:02.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:14:03.000 batteryremoved (B)(6) 2023 15:14:03.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:14:04.000 batteryinserted (B)(6) 2023 15:14:04.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:14:10.000 batteryremoved (B)(6) 2023 15:14:10.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:14:12.000 batteryinserted (B)(6) 2023 15:14:12.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:14:14.000 batteryremoved (B)(6) 2023 15:14:14.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:14:20.000 batteryinserted (B)(6) 2023 15:14:20.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:14:25.000 batteryremoved (B)(6) 2023 15:14:25.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:14:33.000 batteryinserted (B)(6) 2023 15:14:33.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:15:05.000 batteryremoved (B)(6) 2023 15:15:05.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:15:53.000 batteryinserted (B)(6) 2023 15:15:55.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:15:56.000 batteryremoved (B)(6) 2023 15:15:56.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:16:00.000 batteryinserted (B)(6) 2023 15:16:00.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:16:06.000 batteryremoved (B)(6) 2023 15:16:06.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:16:10.000 batteryinserted (B)(6) 2023 15:16:10.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:16:17.000 batteryremoved (B)(6) 2023 15:16:17.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:16:21.000 batteryinserted (B)(6) 2023 15:16:21.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:16:29.000 batteryremoved (B)(6) 2023 15:16:29.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:16:31.000 batteryinserted (B)(6) 2023 15:16:31.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:17:15.000 batteryremoved (B)(6) 2023 15:17:15.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:17:15.000 batteryinserted (B)(6) 2023 15:17:15.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:17:21.000 batteryremoved (B)(6) 2023 15:17:21.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:17:23.000 batteryinserted (B)(6) 2023 15:17:23.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:17:25.000 batteryremoved (B)(6) 2023 15:17:25.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:17:30.000 batteryinserted (B)(6) 2023 15:17:30.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:17:35.000 batteryremoved (B)(6) 2023 15:17:35.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:17:37.000 batteryinserted (B)(6) 2023 15:17:37.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:17:39.000 batteryremoved (B)(6) 2023 15:17:39.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:17:40.000 batteryinserted (B)(6) 2023 15:17:40.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:18:05.000 batteryremoved (B)(6) 2023 15:18:05.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:18:05.000 batteryinserted (B)(6) 2023 15:18:05.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:18:25.000 batteryremoved (B)(6) 2023 15:18:25.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:18:25.000 batteryinserted (B)(6) 2023 15:18:25.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:18:54.000 batteryremoved (B)(6) 2023 15:18:54.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:18:56.000 batteryinserted (B)(6) 2023 15:18:56.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:19:02.000 batteryremoved (B)(6) 2023 15:19:02.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:19:09.000 batteryinserted (B)(6) 2023 15:19:09.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:19:29.000 batteryremoved (B)(6) 2023 15:19:29.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:19:31.000 batteryinserted (B)(6) 2023 15:19:31.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:19:33.000 batteryremoved (B)(6) 2023 15:19:33.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:19:34.000 batteryinserted (B)(6) 2023 15:19:34.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:19:36.000 batteryremoved (B)(6) 2023 15:19:36.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:19:40.000 batteryinserted (B)(6) 2023 15:19:41.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:19:47.000 batteryremoved (B)(6) 2023 15:19:47.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:19:48.000 batteryinserted (B)(6) 2023 15:19:48.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:21:12.000 batteryremoved (B)(6) 2023 15:21:12.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:21:13.000 batteryinserted (B)(6) 2023 15:21:13.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:21:14.000 batteryremoved (B)(6) 2023 15:21:14.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:21:15.000 batteryinserted (B)(6) 2023 15:21:15.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:21:19.000 batteryremoved (B)(6) 2023 15:21:19.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:21:20.000 batteryinserted (B)(6) 2023 15:21:20.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:21:25.000 batteryremoved (B)(6) 2023 15:21:25.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:21:28.000 batteryinserted (B)(6) 2023 15:21:28.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:21:31.000 batteryremoved (B)(6) 2023 15:21:31.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:21:33.000 batteryinserted (B)(6) 2023 15:21:33.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:21:41.000 batteryremoved (B)(6) 2023 15:21:41.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:21:41.000 batteryinserted (B)(6) 2023 15:21:41.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:21:43.000 batteryremoved (B)(6) 2023 15:21:43.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:21:45.000 batteryinserted (B)(6) 2023 15:21:45.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:21:46.000 batteryremoved (B)(6) 2023 15:21:46.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:21:49.000 batteryinserted (B)(6) 2023 15:21:49.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:31:00.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:45:43.000 batteryremoved (B)(6) 2023 15:45:43.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:46:17.000 batteryinserted (B)(6) 2023 15:46:18.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:46:23.000 batteryremoved (B)(6) 2023 15:46:23.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:46:29.000 batteryinserted (B)(6) 2023 15:46:29.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:46:35.000 batteryremoved (B)(6) 2023 15:46:35.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:46:35.000 batteryinserted (B)(6) 2023 15:46:35.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:46:36.000 batteryremoved (B)(6) 2023 15:46:36.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:46:39.000 batteryinserted (B)(6) 2023 15:46:39.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:46:44.000 batteryremoved (B)(6) 2023 15:46:44.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:46:46.000 batteryinserted (B)(6) 2023 15:46:46.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:46:47.000 batteryremoved (B)(6) 2023 15:46:47.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:46:48.000 batteryinserted (B)(6) 2023 15:46:48.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:46:49.000 batteryremoved (B)(6) 2023 15:46:49.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:46:49.000 batteryinserted (B)(6) 2023 15:46:49.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:46:57.000 batteryremoved (B)(6) 2023 15:46:57.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:47:02.000 batteryinserted (B)(6) 2023 15:47:02.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:47:04.000 batteryremoved (B)(6) 2023 15:47:04.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:47:08.000 batteryinserted (B)(6) 2023 15:47:08.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:47:11.000 batteryremoved (B)(6) 2023 15:47:11.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:47:12.000 batteryinserted (B)(6) 2023 15:47:12.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:47:16.000 batteryremoved (B)(6) 2023 15:47:16.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:47:16.000 batteryinserted (B)(6) 2023 15:47:16.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:47:26.000 batteryremoved (B)(6) 2023 15:47:26.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:57:00.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 15:58:04.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 15:58:50.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6) 2023 15:59:02.000 alarmalertnotification faultnumber = batt out limit (6) low battery alert was expected due to the customer's battery in the pump is low on power. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 23 and battery out limit alarm were expected due to pump's time reset. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert (104) not confirmed. Failed batt test (58) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Failed battery test alarm not confirmed. Battery cap damage unknown. Cosmetic damage (per customer notes - location of the damage: battery contact fell off on the compartment) was unknown, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 405 mg/dl. The customer reported replace battery alarm and damage on the pump and battery cap contacts. The customer reported famine, diarrhea, headache, and stomach pain as symptoms. Troubleshooting was performed. It was found that the customer has treated the high blood glucose event with hospitalization. It was unknown if the customer was using the pump within 48 hours of the reported event and whether the auto-mode feature was active. No further patient complications were reported. The customer will discontinue using the device. The pump will be returned for analysis.